Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was found that there was a foreign matter when the package was opened and use was stopped. This event was found before use. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - please provide lot number =>unk - please describe the type of foreign matter that was observed.=>unk - are there any photos of the foreign matter available?=> do not have - is it possible that the foreign material fell into packaging upon opening of device?=>unk - was the seals on the foil still intact when the package was opened?=>unk - was any hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging)=>unk - where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging)=>unk this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.